Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, version #: (B)(4). No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during setup for a case, the software became unresponsive during the instrument verification process. It was noted that the issue seemed to be resolved after power-cycling. There was no impact on patient outcome and the issue caused no delay.